Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2013, this patient underwent endovascular repair for thoracic aortic aneurysm at the origin of the left subclavian artery. The patient was implanted with gore tag thoracic endoprostheses. A visceral segment debranching of the thoracic aortic was also performed at this time. The proximal diameter of the aorta at the level of the left carotid artery was 16 mm; and the length of the patient neck from aneurysm to the left carotid artery was reported to be 15 mm. The aortic neck diameter in the descending aorta at the end of the lesion was reported to range 23-24 mm. A tge212110 was deployed just distal to the left common carotid artery, and was reported to have moved distally a few mm at the time of deployment. A second tag device was deployed to extend coverage distally into the descending thoracic aorta to provide 13cm of total coverage. At the conclusion of the procedure, there was a type 1 endoleak originating from the left subclavian artery. Prior to closing, the left subclavian artery was embolized with multiple plugs. The procedure was concluded with a small proximal type 1 endoleak persisting. The left subclavian artery was completely thrombosed. The patient tolerated the procedure. On (B)(6) 2013, the patient underwent re-intervention for the proximal type 1 endoleak and a medtronic valiant thoracic stent graft was implanted. The patient tolerated the procedure.